Manufacturer narrative:
The reported field event of capture anomaly could not be confirmed in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2024-02074. It was reported that a patient presented with reported discomfort. Examination revealed syncopial episodes due to asystole. The right ventricular lead and implantable cardioverter defibrillator were found to have lost capture. The lead was cut and capped and the device was explanted and replaced. This surgical intervention occurred on (B)(6) 2024. No further adverse patient consequences were reported.